Event description:
Related MFR report number: 2017865-2023-50903. It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold and poor sensing on both the atrial and right ventricular (rv) leads. The physician elected to explant and replace both the atrial and rv leads. The patient condition was stable.

Event description:
New information received indicates that the poor sensing was due to low p and r waves.